Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had high impedances, 0-7 were all greater than 10,000; cause is not known. Patient also had a loss of stimulation. The connectivity and impedances were checked. Issue is ongoing, device revision is planned but not scheduled yet.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2017, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-feb-28 additional information was received from the patient. They reported they had met with a rep to do a device check because of a change in their left leg (was getting numb worse than in the past). The pt had quit charging because it wouldn't charge up in "less than 2 months". They met with a rep to check their device and the rep found that the "left probe" was "no longer working", so the rep "turned off" the left leg lead. The pt noted they had told their spine center for 3 months that their left leg was bothering them more, but no diagnostics / testing was done; they just told the pt that they would need a "new one" installed. Surgery has been scheduled for (B)(6) 2025. The pt stated they could not think of any circumstances that would have led to the recharging issues and the broken lead specifying "no changes in activity" and "no accident". They confirmed they charged every week. On 2025-mar-19 additional information was received from a rep. This rep did not know when the pt first noticed the ins would no longer ch arge. The rep confirmed surgery took place to replace the ins. The leads were also replaced during the surgery. The ins and the leads "can" be returned. No further information was provided by the rep.

Event description:
On 2025-mar-21 additional information was received from both reps. One rep reported that it was unknown to them whether or not the leads were physically damaged or broken. They confirmed that the device explant / replacement surgery took place on (B)(6) 2025. The leads and the battery were replaced. The pt now has a paddle lead and a rechargeable ins. The pt confirmed that after the replacement surgery, the leg numbness was better than before and seems to be getting better, at least 50% better. The other rep reported that they would be returning the ins and leads and updating the patient's device registration when they return from being on vacation.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2017, product type lead product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2017, product type lead product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2017, product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2017, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 has been updated to include information previously captured in 3004209178-2025-06946 as it was determined that this information p ertains to this report instead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the system was explanted. Additional information was received from the manufacturer representative (rep). Rep indicates they and another rep had submitted separate reports with more information pertaining to this event.